Event description:
Complainantt alleged that while attempting to monitor a pt with a reported irregular heart-rate, (age & gender unknown) the device failed to power up. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.